Event description:
It was reported that the customer was hospitalized after being involved in a bad car accident. It was stated that she experienced low blood glucose while driving, and when the paramedics arrived, the reading was 27 mg/dl. It was stated that the insulin pump was badly damaged in the accident. The doctors were unable to determine the reason for the low blood glucose levels. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. Unable to perform functional testing including the displacement, prime, basic occlusion, occlusion and no delivery tests due to the cracked and bleeding lcd glass. The insulin pump had cracked battery tube threads, window display corner, broken reservoir tube lip and missing end cap sticker.